Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a pinnacle posterior procedure. According to the complainant, the initial procedure went well. It was reported that the patient was admitted to the emergency room with pain in the stomach and that the physician may have perforated the rectum.the patient's current condition is unkown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the pinnacle placement procedure was performed on (B)(6) 2011. Although the lot number for the device was not provided, it was reported that the device was not used past its expiry date. On (B)(6) 2011, the implanting physician sent the patient to the hospital for her stomach pain. At the hospital, a 3-centimeter rectal perforation was discovered, and the mesh leg was found to be within the rectum, not the sacrospinous ligament. The physician opined that the perforation was due to operator error while the mesh leg assembly was being thrown with the capio device. The mesh leg was released, the pinnacle device was explanted, and the perforation was repaired. The physician opined that the patient's stomach pain was attributable to the rectal perforation. The patient is reportedly currently doing well.